Event description:
It was reported that the patient came in for a normal elective replacement indicator (eri) battery change, and intermittent and brief noise reversions were observed on the right ventricular (rv) lead. The patient did not have any complaints of symptoms and was stable. The rv lead was capped and replaced on (B)(6) 2023. There were no adverse health consequences to the patient.